Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Information contained in this report was previously submitted through asr/psr on 28/jul/2010.

Event description:
Patient reported a right side deflation confirmed by explanting physician. Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, curved openings, wear abrasion, yellow particles in shell, valve delamination. The leak test and microscopic analysis was performed which identified; total delamination of diapherm flange disk (90%) assessed as adhesive failure and two curved smooth openings on posterior and radius side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: crease smooth openings assessed as fold flaw opening. Delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Patient reported a right side deflation confirmed by explanting physician. Device has been replaced.